Event description:
It was reported that six minutes after starting hemodialysis treatment with a polyflux 140h dialyzer, the patient experienced chest tightness, shortness of breath and cough. Treatment was discontinued. The patient was administered oxygen inhalation, ECG monitoring, and intravenous dexamethasone. It was reported that 15 minutes later, the patient's symptoms were relieved, and treatment was resumed. No further issues were noted. No additional information is available.

Manufacturer narrative:
E1: initial reporter address- (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.